Event description:
The customer reported to olympus, the bronchofibervideoscope had b30 scope communication error. The issue was found during an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. Additional non-reportable malfunctions were found during evaluation are as follows: leak from bending section cover (a-rubber), minor scratches on distal end (c-body), hole/cut on a-rubber, olympus endoscope system (oes) has image black dots, the ultrasonic image (um) had no image, 1 broken element after aeration, and fluid invasion to the um connector. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.